Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Based on calibration and quality control data, a general reagent issue could be excluded. The provided alarm trace did not show any relevant alarms. The field service engineer assessed the instrument including sample and reagent pipettes and found no performance issues. The provided pre-analytical information indicates a short clotting time of 15 minutes for all three samples. The issue is consistent with inappropriate sample handling.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys elecsys hcg+ss on a cobas 8000 - cobas e 602 module. Patient 1: the sample initially resulted in an hcg+ss result of 26.56 miu/ml accompanied by a data flag. The patient sample was repeated, resulting in a value of <0.6 miu/ml accompanied by a data flag. Patient 2: the sample initially resulted in an hcg+ss result of 60.02 miu/ml. The patient sample was repeated, resulting in a value of <0.6 miu/ml accompanied by a data flag. Patient 3: the sample initially resulted in an hcg+ss result of 8.26 miu/ml. The patient sample was repeated, resulting in a value of <0.6 miu/ml accompanied by a data flag. All three patient samples were repeated an unknown number of times on other analyzers resulting in a value of <0.6 miu/ml accompanied by a data flag. The initial erroneous results were not reported outside of the laboratory. The hcg+ss reagent lot number was 58457901, with an expiration date of 31-mar-2023.